Event description:
Boston scientific received information that a latitude red alert was generated due to right ventricular lead high shock impedance measurements. This information was provided to the physician. A decision will be made regarding this issue in the future. No adverse patient effects were reported.

Event description:
Additional information was received. Reportedly, the impedance measurements have been known to be out of range and a decision was made to further monitor with no intervention. It was thought defibrillation threshold (dft) testing may have been performed or the lead has been otherwise verified as being functional. Currently, the lead impedance varies and the hospital and physician are aware of this issue. Additional information was received. Reportedly, the impedance measurements have been known to be out of range and a decision was made to further monitor with no intervention. It was thought defibrillation threshold (dft) testing may have been performed or the lead has been otherwise verified as being functional. Currently, the lead impedance varies and the hospital and physician are aware of this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains in service. Should additional information becomes available, this event will be updated.